Event description:
The nurse tried to insert a blade into the knife handle. The handle was too tight and the nurse cut her tendon which required stitches and a hand splint. There was no report of add'l injury as a result of this incident.